Event description:
My husband and I decided to follow through with the essure procedure after looking into multiple options. Everything we read looked as if this would be an easy procedure that would not require hospitalization. I called the essure hotline and they provided me a list of doctors in our are who perform the procedure and asked about my nickel allergy. I was told that I would have no problem as this device does not contain nickel. I then made a doctors appointment and my husband and I had our consult. We addressed our concerns mainly my severe allergy to nickel. I was again told the product does not contain nickel. My husband and I decided to make an appointment and follow through with the procedure. The night the procedure was performed I remember bleeding a lot. I was in so much pain I was throwing up. The next few days I made calls to both the doctor and essure hotline concerned about the burning sensation I was having and the amount of blood I was still loosing. I was soaking through thick pads every hour and passing huge blood clots the size of gumballs. The essure hotline advised me this was not normal to contact my doctor again. The doctors office said to keep an eye on it, it would get better. Four weeks of soaking through pads every hour it seemed to get a little better. The burning never went away. I got the hsg test done at 3 months that confirmed blockage. After a few months my energy had decreased drastically, I was sleeping constantly. My migraines got to the point I was unable to function for days on end. I felt as if I was living in a fog. I couldn't lift anything heavy run around with my kids be the fun loving mother that I was just a few months prior. I went to work 3 days a week and would go from the bed to the couch. I had no desire to do anything at all whatsoever. My periods prior to essure lasted 3 days at most and were super light. Never had emotional periods, never had any cramping, bloating, fatigue during them. After essure they would last anywhere from 7-20 days. Thick blood clots and heavy bleeding soaking through super plus tampons and pads together every hour or two. Cramping, bloating to the point I looked pregnant. I was an emotional disaster, I was a crying sobbing mess which is just not who I am!! The backaches and tenderness in my thighs, cramping, bloating, headaches, blurred vision, "eye gunk", weight gain, chronic fatigue, foot cramps, muscle tightness and tenderness, rash, brain fog, bowel issues, digestion issues, memory loss, forgetfulness, lack of motivation and the list goes on and on. Basically I quickly became the worlds worst mom and wife in the matter of a year. The fun loving, active, energetic mom and wife had become an emotional mess with no energy or drive to do anything. I went in for a check up and finally got my doctor to listen to me when I said I was absolutely miserable, I was told I was told it was depression and advised I should be mediated (I refused). Another year went by, I ignored the issues and tried to move on as if this is just what life had become as the doctors didn't believe me anyways... My yearly pap came around I talked with the doctor about the protrusion on my left side (you could see the irritation outside of my skin where my fallopian tubes were) that was getting worse and much more painful. The burning and stinging constantly was to the point I could hardly bear it any longer. He finally set up an ultrasound. A few days later I got a letter in the mail saying they found abnormal cells that would require further examination. I had never had an abnormal pap. I was in shock! I rescheduled my ultrasound and went in for a colposcopy instead. Miserable and painful the doctor sent away the cells to be biopsied. Two days later went in for my ultrasound. The doctor said he had the results of my colposcopy and would discuss them after the ultrasound. He advised that with all of the pain and with the results of the abnormal cells I should have a full hysterectomy cervix uterus and fallopian tubes only leaving my ovaries. My heart sank. I'm only (B)(6), what happened? I kept it together long enough to finish my ultrasound and leave the office. I lost it. I called my husband in utter disbelief. Essure ruined my life and because of it I now have to undergo major surgery and loose every bit of what made me a woman and a mother. I got a call from the hospital saying that my surgery would be in less than a month as the doctor wanted everything out asap. That night decided to do some research.. To my surprise nickel was taken off of their labeling... In 2012. Go figure. I was lied to, by bayer, by essure, by my doctor. As I tried to comprehend what had happened over the last 2 years I fell in a rut. It as a long few weeks... Waking up in the recovery room after my hysterectomy (I only have my ovaries) I cannot explain how amazing I felt. The pain was unreal but I could see... Clearly and was able to listen and focus on what my husband was telling me, and I remembered it. The brain fog was gone! I felt alive again like a brand new woman. I knew I had a very long road ahead of me, but I was back. Six plus months later and I am finally feeling as if I am going to be ok. The road to recovery has been long! I had major digestion and bowel issues that I am still battling. My vision is starting to correct itself. I have energy, I am actively involved as a mother and wife like I used to be. I lost all of the weight I had gained with essure in less that 2 weeks! Bloating, fatigue, forgetfulness, gone! I still suffer with migraines and major breakouts as by body is still fighting to push out the nickel. I am still dealing with hormonal imbalance along with perfuse sweating. But I'm on the mend. Essure stole precious time away from my loved ones, it can never be replaced. I will never be able to recreate the memories along with the ones I am unable to now remember due to essure. This has changed my life in ways no one will ever be able to understand. I knew I was never going to have another child when we chose to get essure, but being forced to have a hysterectomy due to essure it stole a piece of my heart that day. The emotional baggage that came on that day is a hard pill to swallow. I don't see how this product is still on the market... (B)(4).